Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "bilateral rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and crease flat. A microscopic analysis was performed which identified, smooth broken on anterior and posterior, and stress marks. Based on the device analysis, the final assessment is: smooth broken on anterior and posterior assessed, as smooth opening.

Event description:
Healthcare professional reported, the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Healthcare professional reported left side "bilateral rupture." Device has been explanted.